Event description:
Add'l info rec'd from rptr 3/27/01: the model food code should specifically state that latex gloves are not to be used by food handlers. Rptr is latex sensitive and had an allergic reaction after eating food in a restaurant that was handled by a food handler wearing latex gloves. Rptr called family physician which treated the symptoms with benadryl. Complaint symptoms: diarrhea, coughing, difficulty breathing, itching (pruritis) and eye irritation.

Event description:
Ordered meat pies from a bakery. Rptr ate the pie and developed respiratory problems including wheezing and congestion. Called provider and was told latex gloves were used when preparing the pies. Benadryl taken.